Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the left side has 2 broken spokes, about 3 inches above the hub, and cracked all the way through.